Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data revealed no evidence of a power issue. During a visual inspection of the pump, no damage was observed to the battery compartment. The battery cap threads were observed to be stripped, and the cap did not secure properly to maintain power to the pump. A power loss was duplicated. The battery cap contact dimensions measured within specifications. A test cap was used for further investigation. The pump powered on properly and was successfully exercised for 24 hours with the test cap. Unrelated to the complaint, the display screen appeared dim with discolored text. Additionally, the bolus button cover was missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue and the threads on the battery compartment and cap were observed to have stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.